Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. There was blood in/on the helix mechanism (sleeve head). The helix extends adn retracts within product specification. Full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the lead was placed in the rv (right ventricle), but the obtained parameters were not acceptable. It was further reported that when attempting to move the lead to a new position the helix would not extend. The lead was removed and replaced. After the lead was removed, it was confirmed that the helix was not working properly. No patient complications reported as a result of this event, and the patient outcome was reported to be ok.